Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during check before connecting to patient cardiosave intra-aortic balloon pump (iabp) showing autofill failure alarm. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11